Manufacturer narrative:
Analysis of the returned sheath found the internal valve torn on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the faradrive sheath. The physician placed the faradrive sheath into the left atrium in order to advance the farawave catheter. The farawave catheter was then advanced into the faradrive sheath. Aspiration and flash of the sheath was performed without any issues. During manipulation to gain access with the farawave catheter the left superior pulmonary vein, it was noticed that some bubbles were seen at the side port of the faradrive sheath. Aspiration of the sheath was attempted, but the bubbles did not stop. It was believed there was fluid leaking from the valve, but this was not clearly seen. Thus, the farawave catheter was pulled into the faradrive sheath in order to use another new faradrive sheath. The procedure was completed without issue with a new faradrive sheath. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the faradrive sheath. The physician placed the faradrive sheath into the left atrium in order to advance the farawave catheter. The farawave catheter was then advanced into the faradrive sheath. Aspiration and flash of the sheath was performed without any issues. During manipulation to gain access with the farawave catheter the left superior pulmonary vein, it was noticed that some bubbles were seen at the side port of the faradrive sheath. Aspiration of the sheath was attempted, but the bubbles did not stop. It was believed there was fluid leaking from the valve, but this was not clearly seen. Thus, the farawave catheter was pulled into the faradrive sheath in order to use another new faradrive sheath. The procedure was completed without issue with a new faradrive sheath. No patient complications were reported. The faradrive sheath is expected to return for laboratory analysis.